Event description:
It was reported that the patient experienced a loss of bowel control (fecal retention), rectal bleeding, and acute pain of the rectum over the weekend of (B)(6) 2012. It was noted that the pain and bleeding was not from the stimulation itself, but potentially from a hemorrhoid and fissure. The patient turned stimulation off and the patient had not had any bleeding or pain since. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-33, lot# v759646, implanted: (B)(6) 2011, explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).